Event description:
Complainant alleged that while attempting to ventilate a 50-year-old male patient, the device displayed a " self check fault - 3172" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device passed all related stress and troubleshoot testing with a known good test setup with no inappropriate alarms observed. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. It is noteworthy to mention the device was returned to a third party biomed prior to returning to zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to ventilate a 50-year-old male patient, the device displayed a "self-check failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.